Manufacturer narrative:
(B)(4). This report is for a system error 2367 alarm and was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. The cause was determined to be a cascading alarm which is appropriate device behavior caused by an earlier system error alarm. The earlier alarm was a previously reported system error 2240 (air in line) alarm; the alarm occurred prior to patient connection and was addressed in a separate investigation. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2367 alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp) to cycle power on the hc. The hc proceeded without press go to start. The tsr had the hp start over with new supplies. Product surveillance contacted the nurse on (B)(4) 2011. According to the nurse, she was not aware of this event, however, the patient has resumed therapy successfully. The patient has been to the clinic since this event. Product surveillance contacted the patient on (B)(4) 2011. According to the patient, he did not notice any defects in the supplies. The patient stated he discarded the supplies and started over with new ones. The patient has resumed therapy. There was no patient injury or medical intervention associated with this event. No further information is available.